Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose level went up to 500 mg/dl. Insulin was not coming out of the insulin pump. Insulin squirted out. After using a syringe, his blood glucose level went down. The customer was using the bathroom a lot. The device was not returned.